Event description:
A patient reported he underwent an endoscopic retrograde cholangiopancreatography (ercp) involving an olympus duodenovideoscope at upmc presbyterian in pittsburgh that resulted in a severe e. Coli infection and substantial subsequent injuries and damages. It was reported within hours following the procedure, the patient became critically ill and required hospitalization. He was diagnosed with a severe e. Coli infection and was admitted to the hospital for five days treatment with intravenous (IV) antibiotics to rid the infection. After five days of treatment, the patient was discharged and readmitted two days later for a second round of antibiotics treatment. After this, the patient was put on an additional ten-day antibiotic prescription to take at home. Since that time, the patient has experienced serious and continuing medical complications, including pancreatic inflammation, four months of feeding tube dependence, and the onset of diabetes. The patient was not diabetic prior to the e. Coli infection and had no family history of diabetes. After the procedure and infection, the patient developed persistent diabetic symptoms and pancreatic impairment which continue to majorly affect the patient's daily life not only physically but emotionally. It was reported the diabetes diagnosis also requires the patient to have many continued appointments, medical care, or procedures as well. Additional information was provided by the patient. The patient had a known history of recurrent pancreatitis (idiopathic). In (B)(6) 2021 a computed tomography (CT) showed evidence of peripancreatic inflammation and intrapancreatic necromas. On (B)(6) 2021, the patient underwent an upper endoscopic ultrasound (eus) procedure for further assessment of his acute recurrent pancreatitis. The results of the upper eus were compatible with the previously known findings of intrapancreatic necromas. Additionally, during the upper eus, two layering stones were visualized endosonographically in the common bile duct. Based on these upper eus findings, the recommendation was to perform an ercp procedure that same day for choledocholithiasis. During the ercp, a biliary sphincterotomy was performed, choledocholithiasis was found, and complete removal was accomplished by biliary sphincterotomy and balloon extraction. After the procedure, the patient was hospitalized for chronic pancreatitis complicated by e. Coli bacteremia. The patient provided further information about a subsequent readmission to the hospital. The patient was readmitted to the hospital on (B)(6) 2021, after his recent hospitalization for chronic pancreatitis that was complicated by e. Coli bacteremia. The patient presented with symptoms of nausea, vomiting, and abdominal pain. Blood cultures were negative. Lipase levels were elevated at 145 u/l on admission. A CT was performed and the patient was diagnosed with acute on chronic pancreatitis based on the CT findings, lipase elevation, and the recent instrumentation with ercp on (B)(6) 2021, which had been conducted to attempt to better understand etiology of patient's recurrent disease. During this admission, the patient received IV fluids and IV pain medication. Diet was progressed and he was discharged home on (B)(6) 2021, with pain medication and advised to follow-up with his gastrointestinal (gi) doctor as outpatient. Additional information was provided by the patient. The patient reported the upper endoscopic ultrasound (eus) procedure was performed using an olympus ultrasound gastrovideoscope. The patient provided device information and indicated the device was involved in the infection and subsequent events experienced by the patient. No further event related details were provided. This is report 2 of 2.